Event description:
It was reported that the patient had a monarc sling implanted previously, details not provided. On (B)(6) 2014, a revision surgery was performed due to erosion and mesh extrusion. No additional patient complications have been reported in relation to this event.